Event description:
It was reported that a malfunction alarm with code malf 0 occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and the customer successfully reset it without recurrence of the issue. The customer was advised to continue using the pump and to report any recurring malfunction alarms.